Manufacturer narrative:
The device was returned under recall. Upon receipt, it was confirmed that the device was programmed with a CPR duration of 5 seconds. This fault was attributed to a configuration error during the manufacturing process.

Event description:
The device was returned under recall. Upon receipt, it was confirmed that the device was programmed with a CPR duration of 5 seconds. This fault was attributed to a configuration error during the manufacturing process.